Manufacturer narrative:
Continuation: dtba1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was possible non-capture of the right ventricular lead. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.